Event description:
A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the stone retrieval procedure in the left kidney the device broke. There was an interruption in the procedure so the physician could be given a replacement device. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.